Event description:
The company representative reported via phone call that the insulin pump would not store data when information was manually entered. The customer stated that the insulin pump rejected new batteries and that he had to frequently perform battery changes. The customer's blood glucose was unknown. The caller stated that the customer had to restart the insulin pump during priming. The customer did not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.